Event description:
Event description cpi received information that this ventak mini ii implantable cardioverter defibrillator (ICD) delivered a shock, then upon interrogation, was found to be in fallback mode and exhibited a memory fault. The ICD was replaced.